Manufacturer narrative:
(B)(4). A stylet insertion test was unable to be performed due to severe explant damage.

Event description:
It was reported that patient presented to the operating room for lead extraction. During extraction, a piece of the lead tip was left embedded in the heart tissue. Physician elected to allow the piece to remain within the tissue. Patient was stable before, during and after the procedure.